Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental med watch will be submitted. Device evaluation: analysis of the returned device identified: opening on posterior. Leak test and microscopic analysis was performed which identified: puncture opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated punctured assessed as surgical damage like consistent in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient concern with product.

Event description:
Healthcare professional reported right side "plug strap separated, caught in capsule" and "exchange of textured devices due to patient's concern with product". Device was explanted.

Event description:
Healthcare professional reported right side "plug strap separated, caught in capsule" and "exchange of textured devices due to patient's concern with product". Device was explanted.